Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to pre-mature tensioning of the device.

Event description:
On (B)(6) 2024, it was reported by an arthrex subsidiary employee via email that an ar-2372blo knotless ac tightrope adjusting thread could not be tightened to the end of the implant. The case was completed using another ar-2372blo knotless ac tightrope. This was discovered during an ac joint dislocation procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.